Manufacturer narrative:
(B)(4). At this time, carefusion has not received the device from the customer. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that while on a patient the touch screen stopped working and there is water in the bottom right of the screen. The patient was no patient harm and the ventilator was switched out for an alternate ventilator. The water has since drained from the unit and the touch screen is working again.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to fluid ingress into the resistive touch screen. This issue will be internally investigated within vyaire.